Event description:
The home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that they connected their transfer set to the patient line of the homechoice set after pt pressed go on the homechoice machine. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.